Event description:
It was reported that the therapy test failed. There was reportedly no patient involvement. The remote service engineer (rse) evaluated with the assistance of the customer and found that the therapy capacitor needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor . The therapy capacitor was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Correct reporting institution phone #: (B)(6). Correct reporter phone #: (B)(6).